Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the speed sliders are rough and the drills were slowing erratically was confirmed. An assessment was performed and it was found that the slide switches rub and do not always operate smoothly, the irrigation knob is out of alignment, and the irrigation pump does not function properly. It was determined that this was a first generation console device and would not run the small electric drive (sed) properly. The assignable root cause was determined to be due to wear on components from use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the speed sliders of the console device were rough and the drills were slowing erratically. During in-house engineering evaluation, it was found that the slide switches rubbed and did not always operate smoothly, the irrigation knob was out of alignment, and the irrigation pump did not function properly. There was no patient involvement reported. It was reported that there was no delay due to the event as an identical spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.